Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. It was reported that the physician was implanting a new 8780 catheter and once in the it (intrathecal) space the physician was getting good csf (cerebral spinal fluid) back flow. The physician connected the catheter to the pump and was unable to aspirate csf (cerebral spinal fluid) from the cap (catheter access port). Per the reporter the cap (catheter access port) on the pump was patent. The physician disconnected and cut the catheter off at the pump end. The reporter was getting a new 8780 catheter and will use the pump segment. The reporter stated that they ended up taking the catheter out and putting in a whole new catheter. There were no patient symptoms reported.